Event description:
A malfunction was reported with a code displayed as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions on resetting the pump, which successfully resolved the malfunction, and the customer was advised to continue using the pump and to contact support if the issue recurred.